Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of an optease vena cava filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages including, but not limited to tilt and occlusion. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt and occlusion.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt and occlusion. The following additional information was received per medical records: the patient presented with a dvt in left leg preoperative for left hip surgery. The patient was placed under general anesthesia and the right abdomen and groin were prepped. The right femoral vein was accessed and the l2-l3 levels were identified using fluoroscopy. The filter was successfully deployed at the l3 level without noted complications. The following additional information was received per patient profile form (ppf): the patient became aware of the reported events approximately (B)(4) years and (B)(4) months post implantation. The patient reports filter tilt, blood clots, clotting, and/or occlusion of the ivc. The patient also reports suffering from anxiety.

Manufacturer narrative:
Additional information: section a2 (age at the time of event, date of birth), section b3 (event date), section b5 (event description), section b7 (relevant medical history), section d1 (brand name), section d4 (model, catalog, lot number), section d11 (concomitant medical products: unknown puncture set, wire, dilator, sheath) section g4 (date received by the manufacturer and 510(k) number), section h4 (manufacturing date), section h6 (evaluation codes: addition of patient code 1779- coagulopathy and conclusion code 4310- cause cannot be traced to device). Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt and occlusion. The patient subsequently reported becoming aware of filter tilt, blood clots, clotting, and/or occlusion of the inferior vena cava (ivc) approximately eleven years and eight months post implant. The patient also reports experiencing anxiety. According to the medical records the indication for the filter implant was a history of left leg deep vein thrombosis and was pre-operative for left hip surgery. Immediately following the filter implant the patient was to undergo debridement of the left hip. The filter was placed via the right femoral vein and deployed at about the level of l3. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Without procedural films or images for review the reported event(s) could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.